Manufacturer narrative:
The user reported receiving glucose suspend alerts on 29 november 2025. An RMA was authorized for the return of sensor for further investigation.the sensor was received for further investigation. Upon visual inspection, a significant portion of the hydrogel was found missing over the optical area of the sensor, likely damaged during the removal procedure due to excessive force applied by the removal clamps; this is unrelated to the user's complaint.in-house testing of the sensor functional test data was inconclusive for the long-end channels due to hydrogel damage over the optics. The short-end channels showed optical instability.a review of the raw sensor data showed optical instability in all sensing areas. The glucose suspend alert was triggered when all sensing areas fell below the threshold value.visual inspection of the returned sensor showed delamination of internal sensor electronic components and filter corrosion, which contributed to the observed optical instability and subsequent triggering of the glucose suspend alerts. The user was provided with a replacement sensor as part of the resolution.

Event description:
Senseonics was made aware of an incident where user reported of receiving glucose suspend alerts which led to early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.